Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient's mother reported that the tubing detached at the site end overnight. It was not the quick release part that came out but the tubing and had nothing at the end of it. This had not happened previously. No further information available.